Manufacturer narrative:
Clarification to h.4.: manufacturing date noted as august of 2020. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Additional information received describing the event as "the doctor did not see the drainage of aqueous room from the tube, so the doctor thought that the drainage function was lost" and noting device remained implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of high intraocular pressure is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient had a xen®45 gts implanted in the right eye. Day one post op, the iop was 7mmhg, then 18mmhg after one month. The iop then increased to 26mmhg about 2 months after implant. The healthcare professional opened the conjunctiva and tried to restore the drainage function. After opening conjunctiva, it was found the xen had lost drainage function. The healthcare professional decided to implant another xen device and pressure was well controlled at 10mmhg one day post op.